Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was submerged in water and had a button error alarm. Customer advised they fell off a boat and the insulin pump was on them. Troubleshooting for the insulin pump exposed to fluid was performed. Customer attempted to clear the alarm but the button error alarm would not allow them to do so. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.